Event description:
The customer contacted verathon inc. Regarding a cobalt video baton that the tip is coming off and the cable is broken with the wires frayed. No injury to patient was reported.

Manufacturer narrative:
Service received the device for evaluation. Service noticed that the stem is separating from the base. The failure was confirmed and the device was replaced.